Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated non-reproducible troponin I (accutni) patient results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported there was no change to patient treatment. Customer reported system check passed all parameters prior to the event. Customer reported system check failed after the event. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the aspirate probes appeared to be slightly crushed. The fse replaced the peri-pump cassette. The fse also addressed an issue with the wash buffer line to the transducer. The fse tightened the ferrule to specification. The fse noted the ultrasonic voltage was within specification. The fse verified the instrument by performing a high sensitivity system check and two quality control precision tests. All tests passed within instrument and assay specifications.